Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive, there was contamination under the button contacts, and the display screen was dim and discolored. Additionally, the audio bolus button was difficult to press. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was intact. All buttons responded intermittently. The keypad cover was removed and there was evidence of contamination found under all button contacts. The audio bolus button was difficult to press, and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).